Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Upon evaluation the system pcb assembly and the system interface ribbon cable had evidence of thermal damage and were determine to be the likely cause of the reported issue. The customer failed to respond to approve repairs to the device, so the device was returned un-repaired.

Event description:
The customer contacted physio-control to report that their device would not recognize batteries and failed to power up. There was no patient use reported with the event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not recognize batteries and failed to power up. There was no patient use reported with the event.